Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a surgeon has had multiple patients develop swelling after undergoing lumbar fusion procedures using rhbmp-2/acs. The surgeon reported that the swelling in all patients subsided a few weeks after surgery, and none of the patients have had any complications requiring intervention. The surgeon reported that he feels that this was a dosage issue, and has reduced the amount of infuse that he uses accordingly.